Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - several observations were noticed during the device¿s expertise: o a piece of atrial silicon cap has been found in the atrial setscrew cavity. O the silicon slit over the ventricular setscrew cavity was found damaged. O the ventricular setscrew cavity was found damaged (rounded). - those observations indicate that too much strength was used generating additional difficulties (difficulty to screw the screwdriver into the setscrews cavities due to silicon piece inside the cavity) and, finally, has damaged the device. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
On (B)(6) 2024, during the pacemaker's implantation, the ventricular lead screwing was not possible.

Event description:
On (B)(6) 2024, during the pacemaker's implantation, the ventricular lead screwing was not possible.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.